Event description:
The catheter was being placed as a nephrostomy tube for urinary drainage. After forming the pigtail and locking the suture, the hole that the suture comes out of began to leak. The tube was replaced and the patient was not harmed.